Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, periodontal disease, immediate implantation, swelling, bleeding, mobility (2024_1959 and 2024_1960 are same patient).